Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, deployment difficulties and catheter breakage occurred. The target lesion was in the common bile duct. A biliary stent 7fr/10cm had been advanced to treat the target lesion. During the procedure, the suture would not release. The device was pulled past the brown marker and the inner catheter stretched. The catheter eventually broke due to the physician pulling "too hard". The physician was able to "manipulate" the device by unspecified means in order to release the stent in the target lesion. The procedure was completed with this device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.